Event description:
It was reported that while in the cath lab, the ai-07134 was pretested prior to insertion and the balloon did not fully inflate. As a result, another ai-07134 was retrieved for use. There was no reported patient death or injury. Medical / surgical intervention was not required. Additional information received on (B)(4) 2012 stated that the balloon was pretested by using the syringe that came with the ai-07134. Reference MDR number 2242445-2012-00039 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.